Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent on (B)(6)2017. Previous to the initial implant procedure, the patient had an elevated white cell count and was placed on antibiotics, after which the white cell count returned to normal and the grafts were implanted. Approximately one (1) year post initial procedure, the patient presented to the emergency room with a large gastrointestinal (gi) bleed on (B)(6) 2018. A CT scan was then performed which noted an aorto-duodenal fistula and small contrast outside the aorta on the patient's right side; it was surmised that the underlying bacterial infection resurged and caused the aorto-duodenal fistula, endograft degradation, and gi bleed. Endologix became aware of the reported adverse events on (B)(6) 2018. The physician elected to treat the patient by implanting two (2) aortic afx extensions on (B)(6) 2018 as a temporary measure to cover the potential hole in the graft and stop the gi bleed. The plan is then for the patient to proceed with a general surgery procedure to repair the duodenum and to remove the infected afx grafts and replace with an aorto-bi-fem graft during open repair. No devices have been explanted to-date and the culture results will be available at a later time. The open surgical repair is planned in about one month.

Event description:
Additional information received confirming that the physician elected to explant the endografts on (B)(6) 2018 which are not available for return. The culture results were positive for a bacterial infection and it was noted that the patient also had a gastrointestinal bleed. The culture results were requested and denied.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: conclusion code - remove 11.